Event description:
A consumer reported that following intraocular lens (iol) implant surgery, objects appeared to be further away when he compared to his unoperated (non-cataract) eye. Add'l info was received from the surgeon who indicated in his opinion, the iol did not cause the reported event. The surgeon also reported that the pt had retinal detachment surgery six months prior to iol implant surgery. The add'l info also indicated an unexpected postoperative outcome.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There were no other complaints reported in the lot. (B)(4).